Event description:
Affiliate reported that the patient developed and intracranial infection. As a result, the device was removed. The patient is currently being monitored by other measures.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the sterilization records have been reviewed and they confirmed to have conformed to the required specifications prior to distribution. As a result, the root cause for the problem reported by the customer could not be determined. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.